Event description:
Midline catheter inserted without difficulty approx 20 mins later severe shaking, anxiety, v/s increased, o2 sats 78%. Md notified and midline discontinued intact. Site unremarkable, dialed MFR's 1800 number but received a recording.